Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the video connector socket of was broken and could not hold the endoscope before the preparation for use. The service department of olympus (B)(4) checked the subject device and found that the image of the subject device was not displayed when the subject device was connected with the evis exera ii series endoscope during the incoming inspection for the repair. Also the service department of (B)(4) found the failure of the electrical circuit board of the subject device which caused the image failure. It was also found that the video connector of the subject device was not worked well and then not locked the endoscope properly. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the failure of the electrical circuit board of the subject device due to burnout of the positive power supply of the operational amplifier on the electrical circuit board. Burnout of the positive power supply of the operational amplifier might have occurred due to the exceeding the absolute maximum rating of the positive power supply. If additional information becomes available, this report will be supplemented.